Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold graph from the cardiac resynchronization therapy defibrillator (crt-d) remote transmission had invalid data. The crt-d remains in use. No patient complications have been reported as a result of this event.